Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the initial reporter in a good faith effort to obtain additional information, but no response has been received.

Manufacturer narrative:
H6: ventec made multiple attempts to contact the initial reporter asking for further details regarding the resolution of the reported patient circuit disconnect alarm, patient information, and whether or not it will be returned for an evaluation. As of this date, no further information has been received. In the event that additional information is obtained, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.